Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-03015.

Event description:
The customer reported four (4) unconfirmed false positive results with the ID now covid-19 assay performed on (B)(6) 2022 using lot number 1061314. This report addresses four (4) of four (4). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022, 1143 o'clock on a direct tested nasal swab. Confirmation testing information was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1061314 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1061314 and test base part number 190-430 / lot 1061314. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1061314 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is cross contamination.